Event description:
Healthcare professional reported right side intracapsular rupture. Ultrasound revealed rupture. The device has been explanted and replaced with another manufacturer's device.

Manufacturer narrative:
Additional, changed, and/or corrected data: a3a b1 b5 d9 h3 h6. Laboratory analysis summary: the device related to the reported events rupture was received on march 04, 2025 with lot number 2923873. Based on the product analysis performed, the assessments of the complaint codes are: rupture: observed broken device assessed as unidentified (tear) opening and observed a missing piece of shell assessed as inconclusive. No additional observations performed on the device. No further actions are required.

Manufacturer narrative:
Continued e1 phone number : (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side intracapsular rupture. The device has been explanted and replaced with another manufacturer's device.

Event description:
Healthcare professional reported right side intracapsular rupture. The device has been explanted and replaced with another manufacturer's device.

Manufacturer narrative:
Device evaluation: visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. No additional observations are performed. No further actions are required as no manufacturing issues are observed.